Manufacturer narrative:
The device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not received for evaluation. One photo was provided for review however the reported condition could not be confirmed based on the review of the photo. Since the physical sample has not been received, the root cause could not be identified. The instructions for use (IFU) for the device states that ¿the presence of an endotracheal device tends to guide the feeding tube into the trachea. Should the feeding tube and stylet (if stylet is used) enter the tracheobronchial tree during a tube placement, damage to the lung or esophagus could occur. If any resistance is felt during placement, remove the tube and stylet (if stylet is used) and reinsert. Misplacement of tubes into the lungs resulting in pneumothorax has been reported in neurologically impaired patients and those with tracheal tubes in place¿. This device should only be inserted by a trained clinician. Based on all available information, the root cause for the reported condition cannot be specifically identified. The current process is running according to product specifications meeting quality acceptance criteria. No actions are required at this time. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Additional information was received from the customer regarding further patient details.

Event description:
Per additional information received from the customer, they stated that the patient did not have covid and was not intubated as previously stated. The patient was hemodynamically stable and also had dementia, a fractured femur and a previous history of stroke.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: a light probe with a guide wire which leads the probe to create resistance migrated to the lung, generating pneumothorax.